Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is no longer under warranty and is not field serviceable. Physio recommended that the customer permanently remove their device from service and purchase a replacement device. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would no longer power on when they pressed the on/off switch. The customer also advised that the lid would not stay closed. There was no patient use associated with the reported event.